Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required hospitalization and antibiotic therapy. The pdrn reported the cause of the peritonitis was an unspecified touch contamination event involving poor hand hygiene after using the restroom during the night. Individuals undergoing pd for rrt (manual or cycler-based) are at high risk for infections of the peritoneum. Klebsiella is considered normal flora of the gi tract and is caused by a touch contamination event, exit site infection, or possibly a bowel source. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events.

Event description:
On 24/jun/2026, fresenius became aware this 56-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2026 due to peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2026 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) antibiotics (drugs, dosages, durations, frequencies not provided). The patient¿s peritoneal effluent culture result returned positive for klebsiella on (B)(6) 2026, and the patient¿s antibiotics were continued. The patient is recovering from the serious adverse events and continued to undergo ccpd therapy while hospitalized. The patient was discharged home on (B)(6) 2026 and resumed utilizing the same liberty select cycler without any reported issues. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene after utilizing the restroom during the night. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.